Event description:
Information identified in the manufacturer's data base indicated the patient died approximately eleven months post the implant of the cardiac resynchronization therapy defibrillator (crt-d) (B)(6).

Manufacturer narrative:
The patient died (B)(6) and the returned paper work was a warranty from the explanted device from (B)(6). Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.